Event description:
Reference number: (B)(4). Event occurred in france. It was reported that the four infusion sets of perfusions that came off on (B)(6) 2026 no further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 4.